Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on an unknown date the patient underwent fusion surgery wherein rhbmp-2 was implanted. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with adjacent segment spinal stenosis, l2-l3 and l3-l4, above a prior l4-s1 fusion and underwent the following procedures: 1) posterior spinal fusion, l2-l4. 2) pedicle screw instrumentation (cortical trajectory), l2-l4. 3) right iliac crest bone graft. As per op-notes,¿ once the rods were seated in the upper lumbar screws and into the domino distally, all set screws were then sheared off. This completed the instrumentation. We then performed a posterolateral arthrodesis. We decorticated transverse processes of l2, l3 and the remainder of the fusion mass. Strips of bmp were laid over it. We then performed a posterolateral arthrodesis. Following decortication, we laid strips of bmp over the decorticated posterior elements. We harvested right iliac crest bone graft through the skin incision and harvested cancellous autograft between the inner and outer tables.¿ the patient tolerated the procedure well without any intraoperative complications. 17 sep 2015: the patient was discharged from the facility.